Manufacturer narrative:
Reference: (B)(4). Investigation: x-review DHR. X-inspect returned sample.s analysis and findings: a review of the 2 yr complaint history reveals no complaints on record. A review of the DHR reveals no anomalies. Service & repair confirmed the complaint condition. The seat on the probe was marred up. Due to the rough surface the seating was not fully achieved. The cryo-gun default operation (trigger not pulled) is 'on' when gas is supplied. To defrost, the trigger is pulled and the gun pushes a matching profile (in shape) to affect the gas flow to defrost the tip. This unit was able to defrost the tip but only be pulling on the trigger with more force than is typical although not considered excessive. The root cause is not definitively determined. It is probable the surface of interest was marred up in use or during the assembly. A review of the DHR confirms 4 units were manufactured in 2013 under this lot number with the last unit sold in 2019 and on this complaint. This is considered an isolated incident. Correction and/or corrective action: the customer was provided with a replacement unit. This unit was corrected to confirm the failure assessment, but scrapped out afterwards. No other units are left in fg to inspect. Relevant sub-assembly components were checked with no obvious surface defects noted. A review of the training confirms the newest assembler is trained for this assembly and will be assigned to the next build. Was the complaint confirmed? Yes. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Per email "will not defrost". Ref: (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. (B)(4).

Event description:
Per email "will not defrost". (B)(4).